Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned - customer returned incorrect test strips. Meter was returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 145, 205, 183 and 133 mg/dl. The customer¿s expected am fasting blood glucose test result range is 108-118 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/31/2021 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set; tests are am results): (B)(6).

Manufacturer narrative:
Sections with additional information as of 30-june-2021: h2 device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications defect found on rev 4. Returned meter - e-0 with lab controls. Based on CAPA-20-006, r&d has established the root cause for customer care. No further investigation required. Product evaluation has been completed and report attached. Added root cause rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter.